Manufacturer narrative:
The passive ball was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The tip of the returned probe was visibly bent. However, with markers attached and fully seated, the probe displays good geometry and divot error readings with normal tracking. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the pointer was defective, and it had to be replaced. There was no patient present when this issue was identified.